Manufacturer narrative:
The device was returned and analyzed by boston scientific. Visual inspection noted the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
It was reported that during a procedure to treat a premature ventricular complex (pvc), an intellanav mifi open-irrigated ablation catheter was selected for use. Flow rate was 2 ml/min. The maestro 4000 generator displayed the following error message d05-excessive temperature. The tubing system attached to the handle had a leak issue. Fluid was leaking from the proximal end of the handle. No damage to the luer was noticed. Catheter was replaced and the issue was resolved. Procedure was completed successfully without any patient complications. Catheter was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat a premature ventricular complex (pvc), an intellanav mifi open-irrigated ablation catheter was selected for use. Flow rate was 2 ml/min. The maestro 4000 generator displayed the following error message d05-excessive temperature. The tubing system attached to the handle had a leak issue. Fluid was leaking from the proximal end of the handle. No damage to the luer was noticed. Catheter was replaced and the issue was resolved. Procedure was completed successfully without any patient complications. Catheter is expected to be returned for laboratory analysis.